Manufacturer narrative:
The device was reported discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line and clip opening while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a flail was present. An xtw clip was inserted and placed on the mitral valve. During deployment, while attempting to remove the lock line (ll), resistance was felt. It was noted that most of the ll was retracted when resistance was felt. Troubleshooting was performed, but the ll was unable to be removed; therefore, the physician decided to continue with the clip deployment. After the clip was deployed, it was observed the clip arms jumped opened to an inverted position. After the clip opened, the physician was able to retract it into the left atrium (la) and was able to remove it with the steerable guide catheter (sgc). A new sgc and clip were inserted and successfully deployed on the mitral valve, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, causes for the reported resistance when removing the lock line (ll), inability to remove the ll, clip opening while locked, and clip jumping could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.